Manufacturer narrative:
(B)(4). Investigation summary: the analysis results found that the ats45 device was received with the firing trigger broken and with no cartridge loaded on the device. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and no anomalies were noted. Although no conclusion could be reach on what caused firing trigger broke, it should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at fgqa. If a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. Event could not be confirmed as the device opened and closed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance's were identified.

Event description:
It was reported that the instruments did not trigger and did not close. An additional device was opened and the op ended with no influence on surgery and pat. Safety.